Manufacturer narrative:
The pump was received with all operating currents within spec and passed testing. The pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at the reservoir tube window corners and stained end cap sticker.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the bottom of the pump by the medtronic logo sticker. The customer states their blood glucose level had been as low as 32mg/dl. The customer's most current level was 115mg/dl. The customer treated the lows with food. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.